Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide an answer for each patient-event: (B)(4) captures procedure 1, (B)(4) captures procedure 2. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? It was reported that ".the suture was broken and it was necessary to reinforce several times." How many sutures broke during use on the patient? Was the suture reinforced during the same initial procedure? If not, please explain. Was there any additional medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Please inform the patient¿s current health status and condition. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a tonsillectomy procedure on an unknown date and suture was used. During a tonsillectomy procedure. The doctor comments that the suture was broken and it was necessary to reinforce several times, the suture remained inside the patient. The sales representative reports the incident happened twice and the storage conditions of the product are met. There were no patient consequences reported. Additional information was requested.